Manufacturer narrative:
(B)(4). The 510k number for this device cannot be determined at this time as the customer has not provided any information on the product codes of these devices. The samples are not available for evaluation per the customer. A follow-up report will be submitted should the devices be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The user interface module software version is unknown.

Event description:
The customer reported to baxter (B)(4) an undetermined number of colleague infusion pumps which have been experiencing false air in line alarms during patient use. It was reported that colleague pumps at this facility have been experiencing 4 to 5 false alarms a day. No patient injury or medical intervention has been reported. No additional information is available.